Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, which the customer followed successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.